Event description:
A peritoneal dialysis nurse was conducting a training session with the patient and noticed a fluid leak coming out of the machine. Upon checking, she noticed a crack in the cassette. She has the sample at the unit. There is no information that the patient received any treatment.

Manufacturer narrative:
(B)(4). Device history record review: the DHR of this product 050-87216, lot# 10nr08022 was reviewed and the following highlights were found: the assembly of this product did not have any ncr or deviations documented during the manufacturing process related to this failure mode. All applicable tests during the in-process and final inspections were conducted in order to ensure product integrity and documented with acceptable results according to applicable procedures. (B)(4). In process inspection: the liberty cycler process was investigated to detect any potential source of damage of the film, finding follow to be considered: after the laser machine seals the film the cassette molded part, a 100% leak test is performed to the cassette assemblies. There is 100% leak test after the set is completely assembled. Sample analysis: the complaint is deemed as confirmed the actual sample has a hole on the cassette film that causes the leak. Conclusion: the reported complaint is confirmed. There is no cause identified during manufacturing of this product since product is 100% inspected for leaks prior to packaging. Performed a visual analysis to the cassette with the microscope, no malformations such as flashes that could cause film damage was found. All corrective/preventative actions were completed on 07/2010. (B)(4) has been opened to reduce complaint rate as a continuous improvement initiative.